Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -7.0/2.5/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2023. On (B)(6)2023 the lens was exchanged for a longer length lens due to low vault. The problem was resolved. The cause of the event was reported as unknown.